Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code of 550:320:666:000. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient involvement. There was no report of patient/user injury or medical intervention needed in association with this event. This device is a remediated colleague pump with a user interface module software version of 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of failure code 550:320:666:000 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to the speaker harness being cut. The speaker harness was replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.